Event description:
The international customer reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. The customer reported the ventilator was not in use on a patient therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician confirmed the reported problem and replaced the sensor pcb board. Extended self testing was completed and tests passed to operating specifications.